Event description:
Bilateral recipient where in situ testing showed affected channels. A full insertion was not achieved at implantation, leaving 3 channels extra-cochlear. The clinicians are pending to perform the imaging study. Further proceedings are unknown.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, a complete insertion of the electrode array was not achieved at implantation surgery with three channels remaining extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further steps are currently unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Bilateral recipient where in situ testing showed affected channels. A full insertion was not achieved at implantation, leaving 3 channels extra-cochlear. Explantation / re-implantation is considered. However, unknown how the surgeon would like to proceed.